Event description:
The customer reported approximately one milliliter of diluent leaked outside the instrument from under the laser area involving the coulter lh 750 hematology analyzer. The operator was wearing proper personal protective equipment (ppe) consisting of protective gloves, a laboratory coat, and eye protection and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not generated. There was no patient impact. The laboratory has an exposure control plan in place. A beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.

Manufacturer narrative:
The field service engineer (fse) confirmed fluid leaked under the flow cell from a pin hole in the tubing of the sample line, from the t-fitting leading to the flow cell vc18 to the differential mixing chamber. The fse replaced the tubing from the t-fitting and resolved the leak issue. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published specifications and was returned to normal operation. (B)(4).